Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The customer reloaded the original cartridge and was able to resume insulin therapy. The issue was resolved.